Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 325cc gel breast prostheses developed baker grade IV capsular contracture in both breasts. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The reported explantation date of (B)(6) 2019 was for the patient¿s right breast only. The patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 325cc gel breast prosthesis. The patient¿s left breast prosthesis is still implanted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12/6/2019. The right sided device, previously reported as having capsular contracture and being replaced, in fact had no adverse event associated. Clarification was received and it was the left device only that had capsular contracture and was replaced. Manufacturer¿s reference number: (B)(4).